Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should any additional relevant information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
It was reported that a folfusor had experienced a back flow situation. This had occurred during filling, with trabectedin. There was no patient involvement and no adverse event in association with the reported condition. No additional information is available.